Event description:
It was reported that, "surgeon was removing 4/9 ps trial insert when it split in half. It was removed and surgeon proceeded on with procedure with no complications."

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded at the hosp and was not returned to the MFR. Should add'l info become available, the eval summary will be submitted in a supplemental report.